Manufacturer narrative:
Device manufacture date was provided by the manufacturing site: 12/10/2014. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents; there is no change to overall risk acceptability. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). Device manufacture date: 2014. The field service specialist (fss) visited customer site to inspect the system. Fss inspected the unit and provided instructions/recommendation to the customer to use a new opo65. Fss performed the field service checklist on the system. The unit passed all functional tests and it was found to meet amo specifications. Through a follow up with the field service specialist, it was learned that the chamber instability issue was probably due to much use of the tubing pack cartridge opo65, which fss recommended to the customer to change it. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported of surge during surgery with the sovereign compact console. Additional information indicated that there was no capsular tear and that there a chamber instability issue. There was no patient injury reported.